Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting off. The customer's blood glucose level increased to above 499 mg/dl. Insulin was administered via a manual injection and correction boluses were delivered via the pump to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.